Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that a flame occurred on the pencil at the start of the procedure before any cauterization had been done. There was no injury or burn associated with the incident. The site does not know what may have contributed to the flame.